Event description:
Report received of the pump turning off with no alarm alert. It was reported that the pump was in use on a pt delivering heparin at an unspecified rate when it reportedly turned off without alarming. The customer contact reports that the pump was unplugged at the time of the event, but that a review of the alarm log did not show any battery related alarm messages. There was no reported adverse pt event. It was unknown how long the heparin was not infusing to the pt. Though requested, there was no further info available, including any pt related info.